Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on both the ventricular channel. The pacing lead impedance had gradually increased. Lead noise led to an inappropriate nonsustained ventricular fibrillation episode. The leads were capped and replaced during generator changeout. No adverse consequences were detected.